Event description:
Medtronic received information that at an unspecified time, this hms plus instrument had a quality control(qc) repeatability issue and information provided stated potential cartridge fault (disposable issue). Use of instrument was unspecified. There was no adverse patient effect reported with this event. Medtronic received additional information that it was a repeatability problem of hms quality control (qc) whose results went from single to double or even failed. There were multiple quality control (qc) failures on multiple devices randomly. The liquid control sometimes never coagulated so the customer ended up stopping the control test. This problem was encountered on 2 different batches of quality control(qc) and a 3rd batch was tested but the problem remained the same. After passing again the quality control (qc) was within range and the instrument worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported quality control(qc) repeatability issue was not verified during service of the instrument. T he instrument is working as intended. Preventive maintenance was performed per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6: updated the fdm/ annex b codes and the fdr/ annex c codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.